Manufacturer narrative:
H3: please disregard event. It was discovered to be a duplicate of MFR 1038671-2022-01411.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2011. The patient presented had aseptic femoral loosening. The patient was revised on (B)(6) 2019. The case report form indicates that this event is possibly related to device, unlikely related to procedure. Outcome: resolved on (B)(6) 2019.

Manufacturer narrative:
Pending investigation. D10: serial number item number and full description: (B)(6), 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm. (B)(6), 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. (B)(6), 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. (B)(6), 200-02-38 - three peg patella 38mm. (B)(6), 200-02-38 - three peg patella 38mm. (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm.